Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer consumed a meal and then changed the cartridge, so the customer was unable to deliver a bolus which resulted in an elevated blood glucose (bg) level of 263 mg/dl. To address the bg level, the customer changed the cartridge and delivered a correction bolus. Recommendation was made to consult with health care provider regarding diabetes management.